Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a coronary artery bypass graft procedure the clips were delivered scissored on the vessel while the doctor was harvesting the ima for the bypass conduit. The doctor stated "the clip applier destroyed the ima." The doctor obtained another like clip applier from a different lot, transected the unusable portion of the ima and harvested a longer length. The ima was salvageable and was used for the graft. The doctor didn't elaborate on how the ima was damaged, but he did say that it was salvaged. The procedure was delayed by fifteen minutes. There were no patient consequences reported.